Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an incarcerated umbilical hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that the patient developed abdominal pain several months postoperatively. On (B)(6) 2015, the patient had an exploratory laparotomy and was found to have extensive adhesions between the small bowel, mesentery, omentum to themselves, the abdominal wall and the mesh had curled down and the bowel was wrapped in the folds. No additional information was provided.